Manufacturer narrative:
Citation: ribeiro hb et al. Incidence, predictors, and clinical outcomes of coronary obstruction following transcatheter aortic valve replacement for degenerative bioprosthetic surgical valves: insights from the vivid registry. Eur heart j. 2018 feb 21; 39 (8): 687-695. Doi: 10.1093/eurheartj/ehx455. Epub 2017 aug 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence, predictors, and clinical outcomes of coronary obstruction in transcatheter valve-in-valve procedures. Clinical outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from multiple centers between april 2007 and may 2016. The study population included 1,612 patients (predominantly male; mean age 77 years; mean weight 75 kg), 800 of which were implanted with medtronic corevalve bioprosthetic valves, an unspecified number were implanted with medtronic evolut r bioprosthetic valves, and an unspecified number were previously implanted with medtronic hancock, mosaic, or freestyle bioprosthetic valves. No serial numbers were provided. Among all patients, 74 deaths occurred within 30 days post implant. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all hancock, mosaic and freestyle patients, adverse events included: regurgitation, stenosis, or a combination of both, and in creased mean aortic gradients requiring valve-in-valve implantation. Based on the available information, medtronic product may have been associated with the adverse events. Among all corevalve and evolut r patients, adverse events included: second valve required, conversion to open heart surgery, symptomatic coronary obstruction (reported to be related to the displacement of bioprosthetic valve leaflet towards the coronary ostium), percutaneous coronary intervention, urgent coronary artery bypass graft surgery, haemodynamic support required, severe persistent hypotension, st-segment elevation, ventricular fibrillation, atrial fibrillation, major stroke, greater than mild aortic regurgitation, major or life-threatening bleeding, major vascular complications, and decreased left ventricular ejection fraction. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.